Event description:
It was reported that 12 hours after the lead implant, an x-ray confirmed a perforation of the right ventricle. The patient subsequently died four days post implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.